Event description:
It was reported that there have been 10 cases of the same healthcare facility where retunnelling has been required due to system impedance increasing observed during follow-up. At this time, there is no information regarding the devices involved. Additional details were requested. No additional adverse patient effects were reported.